Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Literature reference: hemiarthroplasty for the treatment of distal humeral fractures: midterm clinical results. Mark schultzel, md, karl scheidt, md, christopher c. Klein, bs, steven j. Narvy, md, brian k. Lee, md; john m. Itamura, md journal of shoulder and elbow surgery 2017, vol. 26, 389-393. [(B)(4)].

Event description:
It was reported in the literature (schultzel et al. 2017), of the 10 patients implanted with latitude there were 2 complications reported. One was for an intra-operative fracture that was treated with plate fixation and one complaint was for prominent olecranon hardware which required surgical removal at 1 year post-op. No further patient complications have been reported.